Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, partially erased blue arrow indicator, and severe contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
The 60,885 joules and 14:21 minutes expended using the first fiber. The 96,085 joules and 22:47 minutes in total were expended using the first two fibers. The tips of the two failed fibers were not cleaned during the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bph surgical procedure, it was observed that the fiber was "end firing". The fiber was exchanged and the second fiber was "end firing". The fiber was exchanged and the third fiber was used to complete the procedure. Patient outcome: "ok". This report is for the first fiber.